Event description:
It was reported that during a bph surgical procedure "laser console shut down" was noted. The case was completed using an alternative procedure ("bipolar"). Patient outcome: "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along length of fiber; the outer flow tubing exhibits minor scratch marks; the connector optical surface, segments, and tabs appear in good condition. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.